Manufacturer narrative:
(B)(6). Patient symptom - pseudarthrosis at l5s1 level. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from post market clinical study, healthcare provider via manufacturer representative regarding an event happened during post-op of the reported products. The pre-op diagnosis was mentioned as neurological spine deformity and medical history includes high blood pressure, herniated disc l3l4l5, gonarthrosis, pancytopenia being explored, herniated c6 operated, heterozygous sickle cell disease, (B)(6) cured (B)(6) 2016. It was reported that, the patient had a symptom of pseudarthrosis at l5s1. The s1 screw has mobility. Revision surgery was performed to explant the reported s1 screw and it was discarded. The date of explant was unknown. There were no further complications reported regarding the event.